Event description:
It was reported that a patient with a spinal cord stimulator was had high impedances. It was reported that the system could not provide enough power for the patient to perceive stimulation and that no stimulation was delivered or perceived on the left side. The patient had low left back pain. Impedances were between 18000 and 29000 ohms.  No further actions were taken. The issue was reported as ongoing and not resolved.

Manufacturer narrative:
Continuation of d10: product ID 3777-60. Serial# (B)(6). Implanted: (B)(6) 2012: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.